Event description:
As reported by the user facility: brief inquiry description: unresolvable ail bubble alarm. Detailed inquiry description: nurse called with multiple unresolvable ail bubble alarms. I went over to the room and she said she had tapped out the bubbles, primed the tubing, spike was fully inserted. I opened the door and inspected the tubing with no visible air in line. Primed the tubing again and tapped on the distal end of the tubing during priming and no bubbles exited the pump segment. Started the infusion and the pump ran for 15 seconds before giving an ail bubble alarm. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). No sample number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.